Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer discovered questionable thyroid results when the results from the cobas e 411 immunoassay analyzer serial number (B)(4) were compared to the results from an abbott architect. Of the data provided for 17 patient samples, the elecsys ft4 ii assay results for 15 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. The complaint also involved a discrepant elecsys tsh assay result for one patient and discrepant elecsys ft4 ii assay results for another reagent lot number. (B)(6). Information concerning if any erroneous result was reported outside the laboratory was requested, but it was unknown. There was no adverse event. It was confirmed there was no problems with the calibration and control results. Differences in the results between the assays from different manufacturers can be due to the different types of antibodies used, differences in setups of the assays, and differences in the standardization methodologies. Different reference ranges should be applied to different populations of patients and should be considered when comparing the results from different methods.